Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging receiving discrepant low inratio value. On (B)(6) 2014 inratio was 1.6, lab 2.5. One venous lab draw was used for both tests. Patient's therapeutic range unknown.